Event description:
Paramedics responded to a cardiac arrest scene with a bls team attending a pt with an AED and performing CPR. The disposable defibrillation/ECG electrodes used with the AED were disconnected and connected to the device. According to the reporter, the device alarmed connect cable or connect electrodes and could not be charged. The AED was reconnected and used for the remainder of the call. The pt was not resuscitated but the reporter indicated the pt did not have a shockable rhythm and did not respond to drugs or CPR.